Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 21049374 / 21686193.

Event description:
It was reported that the patient was not getting an adequate pain relief from stimulation even after multiple reprogramming. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted ipg and leads were discarded by the medical facility.